Event description:
It was reported that the implant at tooth site #unk was removed due to infection. On (B)(6) 2024 noted abscess on facial #12 implant. Large abscess at apex of implant as well. Removed implant that day and placed puros graft. New implant placed (B)(6) 2025.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.